Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: for this reported patient event do you have the lot # ? And product code? And total actual qty involved? - epm8702, unknown lot number, unknown quantity involved. Please confirm the specific number of patient events ? - unknown.

Event description:
It was reported that the patient underwent anastomosis on an unknown date and suture was used. During the case, when the surgeon was half way done with the anastomoses and surgeon pulled through the tissue, the strand broke mid shaft. The surgeon said the strands look like they have sat in the heat and almost crystallized and look out of package very brittle. The procedure was completed successfully. There were no adverse patient consequences reported.